Event description:
A (B)(6) female who had an emergent consult for right groin bleeding. The physician was unable to obtain hemostasis. This occurred (B)(6). Patient underwent a right iliac endovascular stenting in the catheterization lab. A 7 x 60-mm supera stent was used and unfortunately, the stent elongated and crossed the right inguinal ligament. Sheath access was lost and hemostasis could not be achieved. On a lateral groin fluoroscopic view, the stent seemed to be coming through the femoral artery. Patient emergency went to the operating room.